Event description:
In 2008, my husband purchased the pure sleep device, which is supposed to stop snoring. I followed the directions, which basically you boil water, put the device in for a few minutes then push bottom jaw outward, put the device in mouth and then bite down. I used the device a total of 5 times. Approx four days later, I quit using the device because it was causing my jaw and the area on both sides of my face close to my ears to hurt, and I started having unbearable headaches. I did not go to the doctor immediately, because I did not even think to tie the headaches to the device. I thought it was allergies. Approx sixteen days later, the headaches became so intense that I started throwing up. I still did not tie this to the device. I then thought that I had some sort of flu; I was forced to leave my position as the administrative assistant at miscellaneous specialties due to the headaches and vomiting. Approx the next day, I told my husband that I really needed to go to the doctor to find out what was wrong. Approx the following day, I went to dr's office, where I was told that it might just be hypertension. My family doctor put me on a muscle relaxer and sent me home. They ordered a sleep study w/regard to snoring. First sleep study date a copy of this is in my dr's medical records. Sleep study did not show that anything was wrong. This was not as detailed, and it is incorrect. Approx the following month, I went back to my family doctor because headache was very bad. Dr's office referred me to second dr's office, neurologist, so that he could order any testing that needed. Approx ten days later, I got 1st available appointment with second dr's office. Second dr reviewed MRI results, as well as sleep study and told me that based on my symptoms, he thought I was suffering from neuralgia headaches, that sleep study looked normal, and then prescribed 4 meds that were supposed to help headaches. Headaches were not getting any better so I called second dr's office. Due to the holidays, could not get in to second dr, he was on holiday. I did see his associate, dr(third). Approx three days later, I called family doctor, told them I didn't really feel comfortable with third dr. They referred me to dr(fourth), neurologist. Approx two days later, dr(fourth) reviewed MRI results, told me that the results were unremarkable. Then prescribed me 8 different meds over a period of approx 2 weeks. Did not feel comfortable taking all the meds, and wanted to find out what the cause of the headaches were. Approx early 2009, I went back to dr(second) and he still felt that headaches were neuralgia headaches. Over the course of approximately 4 months, dr(second) prescribed several different medications. None of them were really helping me. I told my husband that I thought I should go see someone who specialized in headaches, because I did not want to be on all of the meds and I wanted to find out what caused the headaches. Approx the same day, I went to dr(fifth) neurologist who specializes in headaches. She prescribed me 3 different medications and told me we had to try to rule out several things, only way to do that was to try different medications. She also stated that while it might be frustrating to me as the patient, doctors really can't say what causes headaches. Approx the following month, I went to family dentist, dr for regular cleaning. Had to wear dark glasses even when indoors due to headaches. Dr(dentist) asked me what was going on with me. I briefly told him what has transpired over past 4 months. At this point, my husband and I began wondering if what was going on with me had something to do with the pure sleep device. Dr(dentist) said that he couldn't believe that the owner of pure sleep had not already been sued. Dr(dentist) recommended I go to dr, cranial facial doctor, as well as a dentist. The following month, I still had refills of a few of the meds that dr(second) wrote for me, so I got by until I could get in with sixth dr's office. Approx the next month, I went to my first appointment with dr(seventh). I explained what has been going on and asked if he thought that what was wrong had something to do with the pure sleep device. He told me that the dentist who invented the device had the right idea but that a splint had to be adjusted over time, not immediately by pushing the bottom jaw outward, as this can cause serious injury to the temporomandibular joint. Dr(seventh) also wanted me to have a sleep study, but at a facility that had a neurologist that reviewed the study. They took impressions of my upper and lower teeth. I had to go back in for my splint, and I am still under seventh dr's care. He is gradually changing my splint over the next 3 months. Approx eight days later, followed up with dr(eight) at the clinic. He told me that I have severe obstructive sleep apnea. He called me at around 5:00 p.m. The same day to see if I could come back in that evening for a second sleep study, but this time with the use of a CPAP machine. I am still under his care as well. Two days later, I went for second sleep study at the clinic. I was diagnosed at that time with, and I quote, fia significant degree of obstructive respirations during sleep. The patients obstructive respirations clearly fragmented their sleep continuity and treatment is clearly indicated. Treatment with CPAP should be considered and this would require a full night CPAP titration study to determine the optimal pressure setting for this patient. Five days later, I went for third sleep study with CPAP titration, which indicated ficpap worked well in preventing the patient's obstructive respirations during sleep. The patient did best at CPAP pressures of 7 to 9 cm h2o. Approx two months later, dr(seventh) delivered tap device, which has a metal bar and bracket that can be manipulated over a period of time pull the narrow airway out to alleviate the pain in the jaw, which is contributing to the headaches. Four days later, dr(seventh) wrote a letter to dr(ninth) in a request for orthographic surgery to resolve obstructive sleep apnea problems, and repair jaw pain. The following month, I scheduled for surgery consultation with dr taylor. Dates of use: 2008. Diagnosis or reason for use: stop snoring. Event abated after use stopped or dose reduced?: no. Event reappeared after reintroduction?: yes.